Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification and melted glass. The normal wear out may be accelerated by technique causing a lack of cooling. The root cause of the device failure was determined to be accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that there was significantly diminished fiber vaporization efficiency at 260,716 joules.